Event description:
Contact reported that two years after surgery, the spinal fixation screws were found to be broken at this time. Screws remain implanted at this time. As this could result in the need for surgical intervention, an MDR is filed to document this event.

Manufacturer narrative:
Screws remain in vivo and there were no images provided for review. Implants are a temporary fixation device to aid in the process of fusion. Fusion generally occurs 6-8 months after implant. No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.